Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pacer check. Upon investigation, the right ventricular (rv) lead threshold was noted to have increased. Rv lead impedance also dropped. The doctor felt the impedance drop was abnormal and also noted loss of capture. Programming changes were made. The lead was later capped and replaced on (B)(6) 2021. The patient was stable.